Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: when advancing the manta device and bypass tube through the sheath hub, device would not advance. Additional information: during an evar procedure, micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 8.2mm with mild posterior and inferior calcification and no tortuosity. Measured depth for the manta was 3.5cm. 5000units of heparin was administered during the procedure. The physician met with severe resistance and was unable to advance the bypass tube of the manta. The patient lost some blood at this point but did not need a blood transfusion. Another device was used successfully with immediate haemostasis. Patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301498 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following an evar procedure, a 14f manta was planned for closure in the left common femoral artery. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter the hemostatic valve. The first 14f manta device and sheath were removed and a new 14f manta device and sheath were opened and deployed without issue. The patient did not experience any harm or health consequences due to this event and doing fine, post-procedure. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4). (B)(4). The der process will continue to monitor for any similar events.

Event description:
It was reported that: when advancing the manta device and bypass tube through the sheath hub, device would not advance. Additional information: during an evar procedure, micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 8.2mm with mild posterior and inferior calcification and no tortuosity. Measured depth for the manta was 3.5cm. 5000units of heparin was administered during the procedure. The physician met with severe resistance and was unable to advance the bypass tube of the manta. The patient lost some blood at this point but did not need a blood transfusion. Another device was used successfully with immediate haemostasis. Patient was reported as fine post the procedure.